Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he is going through a battery every one to two days on the insulin pump. Customer stated that it has been getting worse in the past 2 months. Customer stated that before it was going through a battery each week for about three to four months. Customer was explained that the average battery life is a week. Customer reported a failed battery test alarm after changing the battery. Troubleshooting was performed and neither the battery compartment nor the spring was damaged or corroded. Customer will be sent a loaner pump.